Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was alarming an error while administering a basal dose. His or ER blood glucose was 101 mg/dl at the time of reporting. The insulin pump is being returned. No additional information was reported.